Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that while the surgeon was waiting for the femur distal cut model to load during a cori assisted tka surgery, the real intelligence tablet blacked out momentarily (case- (B)(4). After the tablet blacked out they got an internal error message (case- (B)(4)). They proceeded to hit quit, review case, and recalibrated the handpiece, and unplugged the tablet. The procedure was continued and completed with a 30 second delay. The patient was not harmed beyond the problem reported.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual or functional evaluation due to the device not being returned. A relationship between the reported event and the device could not be established. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a tablet issue causing a non-recoverable error, which the software presents as an internal error. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.